Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable; additionally, the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 221 mg/dl. A replacement usb cable was sent to the customer to address the event and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.